Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had been alarming a new software release detected. When they clear the message the device would alarm a failure of flash memory. They changed the battery many times, but the problem recurs. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.